Event description:
Vacuum assistance was used at baby's birth, resulting in a subdural hematoma. Which in turn caused the body functions to shut down i.e. Kidneys, livers. Baby was hospitalized for two and a half months, with numerous blood transfusions, seizures, drugs etc. Child has a permanent scar on head that measures around 4-5 inches in diameter, and the hair will never grow into the scar areas. Baby had a very hard time bottle feeding in the first few months due to brachial nerve damage and shoulder dystocia. Direct bilirubin was around 50, and stayed at very elevated levels for around 9 months.